Event description:
It was reported that the system is broken. It was noted that there is no image on the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended, and placed back into service.